Event description:
It was reported to the manufacturer that a revision surgery was performed on (B)(6) 2024 to replace lsts plate screw, lscr-6560-ns, with a shorter 4web screw, lscr-6550-ns. The issue was discovered during follow-up. The patient was also reported to be experiencing pain prior to revision surgery. The initial surgery was performed on (B)(6) 2024.

Manufacturer narrative:
No product was returned to the manufacturer. The cause of revision could not be established with the information available to the manufacturer. No manufacturing deviations were noted during review of manufacturing records. If more information is made available, a supplemental report will be filed.